Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that about a week ago they started noticing return of leakage symptoms. They said they also noticed a "prodding feeling" vaginally. They increased their stim, which they had typically been feeling at the base of the spine, and noticed the fluttering sensation migrated to the vaginal area. Patient said this made them worried that their lead wire had "become detached." Patient said they continued to increase amplitude and the stim became "a little painful" at the vaginal area. Patient confirmed their managing hcp did not have any limitations on how/when settings should be adjusted. Agent reviewed therapy expectations and basic programming guidance.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# (B)(6) serial #, implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 25-feb-2027, UDI#: (B)(4). B3: date is estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.